Manufacturer narrative:
The reported event could be confirmed based on available CT scans and hcp assessment. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Upon review of available CT scans, hcp opined that "there is clear radiolucence and large cysts around the talar component and loosening and subsidence can be confirmed. However, there is also small cysts and radiolucence around the tibial component and this at least loosening is likely. There is only clinical confirmation on the talar component. However, failure of total ankle replacement (tar) over time is a known complication. In case of a planned revision procedure a medical opinion (radiological and clinical) information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information (e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician) is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and/or the device in relation to cause of the failure." Based on the available CT scans, loosening of the talar component can be confirmed and is supported by the clinical statement. Loosening of the tibial component is likely from the CT scan but not confirmed by the given clinical information. However, more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If more information is provided or/and device is returned, the case will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient is experiencing pain and may require a revision surgery due to loose talar components.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient is experiencing pain and may require a revision surgery due to loose talar components.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.